Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged touch screen issue and basal iq issue could not be verified. A different issue was also identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer alleged that the pump touch screen was unresponsive and the basal software was suspending insulin delivery inappropriately. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 335mg/dl.